Event description:
It was reported that the customer was trying to fill the tubing with the insulin pump and insulin would not come out. The insulin pump said maximum fill reached and she was unable to prime. The call disconnected. Customer's blood glucose was 187 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.